Event description:
The user facility reported that the device ran on its own when not in use. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device ran on its own when not in use. Attempts were made to obtain additional information about the event; no further information was received.